Event description:
The consumer, who is a registered nurse, used this patch for 4 hrs on lower back to treat muscle spasms. She felt a burning sensation and removed the patch. The next day, there were 7 blisters in the area, which she described as a first degree burn. She treated the area with bacitracin.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was also not provided from the reporter and, therefore, we are unable to conduct any sort of trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.